Manufacturer narrative:
(B)(4)

Event description:
The customer complained that a nurse was accidentally stuck by a lancet that did not retract from an accu-chek safe-t-pro device. The customer alleged that a nurse used the accu-chek safe-t-pro device on a patient a did not notice the lancet was protruding from the device. There was no allegation of an adverse event. There were no reports the patient had bloodborne pathogens. The nurse will receive follow-up testing to ensure there was no illness from the stick. The device was requested for investigation.

Manufacturer narrative:
The received lancet device was disassembled for investigation. The investigation did not show any abnormalities which could verify the customer allegation. A use error can be excluded.